Event description:
(B)(4). Have had essure since (B)(6) 2004 since then I have experienced-abdominal pain, painful intercourse, extreme joint pain in elbows, shoulders, hips and back and dental issues. Have had shots in hips, back and elbows nothing helps. Had hip surgery in 2009.